Manufacturer narrative:
(B)(4). Foreign: (B)(6). Medical products: persona partial articular surface cat#:42528200508, lot#: 63449777, persona partial tibial cemented cat#:42538000502, lot#: 63632020 . Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.   Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2018 - 05937, 0001822565 - 2018 - 05938, 0001822565 - 2018 - 05939. Product remains implanted.

Event description:
It was reported that the study patient was reported on-going pain in study knee at 1 year follow up.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under 0001825034-2020-02037.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under 0001825034-2020-02037.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.